Event description:
It was reported that the patient had a post-traumatic arteriovenous fistula and pseudoaneurysm of the anterior tibial artery, due to a penetrating wound. The procedure was planned for repair of the anterior tibial bundle with stent graft coverage using a graftmaster stent. A 3.5 x 16 mm graftmaster stent was deployed inside the anterior tibial artery and post-dilated. There was good resolution of the pseudoaneurysm and fistula. However, there did appear to be some residual antegrade filling of the branches off the proximal anterior tibial. A balloon was inflated inside the stent to mould the anterior aspect. However, there was still some mild residual filling of these branches concerning for potential leak around the stent. There was also concern that due to vasospasm in the anterior tibial, that retrograde filling may occur. Therefore, a 3.5 x 12 mm graftmaster stent was implanted overlapping the first stent, extending the coverage distally. Post-dilatation was performed. It was felt that good apposition of the stent grafts had been achieved with no retrograde filling. The final result was complete exclusion of the injured area with brisk antegrade flow with no embolization. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that spasm (vasoconstriction) is listed in the otw graftmaster instructions for use as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for use in a arteriovenous fistula and pseudoaneurysm has not been demonstrated. In this case, it is unknown if the treatment outside of indication caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.